Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. An additional finding was a scratch mark on the distal end of the main tube with light material removal. The scratch was .122 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found.

Event description:
It was reported that during a da vinci myomectomy procedure, the strength of the jaws of a tenaculum forceps instrument were very loose. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.